Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the grip cable frayed. One grip close cable was frayed at the distal idler pulley. Frayed strands stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing it was noticed that the cables didn't interlace correctly anymore. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.